Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20016444, medical device expiration date: 2023-01-24, device manufacture date: 2020-01-24; medical device lot #: 20045839, medical device expiration date: 2023-04-14, device manufacture date: 2020-04-14. Investigation summary: due to no sample or photo being received, complaint could not be verified. A device history record review for model 20019e lot number 20016444 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20045839 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: material no.: 20019e batch no.: 20016444, 20045839. It was reported that one or both ports will not always flush. I have a new report on this item from upmc mck. Same issue-one or both ports will not always flush. The nurses report that each box contains some that work and some that don¿t. The most recent lot number reported is 20045839. Its my understanding that upmc passavant is also experiencing the same issue. They reported lot numbers 20016444 and 20045839. This sounds like its becoming a bigger problem than just one site and a couple of sets. Per customer email response: are there any specific dates of event for the reported failure(s)? (B)(6) 2020. Were there any adverse events as a result of the reported defect? If yes, please provide details. No. Are there any patient identifiers (e.g. Age, weight, d.o.b., gender) available? None available. Was there a delay of, or change in, the course of treatment due to the event? No. Are there any samples available that can be returned for evaluation? They had saved tubing but now cannot find.